Event description:
Additional information was received that this patient was evalauted again for mv sensor function. This patient has been under surveillance for about a year now because the mv sensor under and overreacting to movement in the shoulder region. In clinic testing was performed revealed that when the device was fixed to the chest, by a nurse/technician putting pressure on the pocket area during the exercise test, the mv signal was clean within the amplifier range that could be considered proportional in relation to exercise. This validate the recommendation to suture the device to the muscle.

Manufacturer narrative:
Additional information is expected. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) complained of inadequate/insufficient heart rate increase with vigorous exercise. The minute ventilation functionality was not as expected. No further adverse patient effects were reported. This product remains in-service.

Event description:
Additional information was provided that boston scientific technical services (ts) reviewed the minute ventilation wave form, electrograms, trending data and the sensor behavior appears to be normal behavior, all looks good.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.